Manufacturer narrative:
The last calibration performed on 13-aug-2021 recovered as expected. Quality controls on the date of the event were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined the sample and reagent probes were at the end of their life. The probes were replaced and preventive maintenance was performed on the analyzer. The system was reset and there were no errors. Performance testing was run and there were no errors. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in an estradiol value of > 3000 pg/ml accompanied by a data flag. The sample was then automatically diluted 1:10 and repeated, resulting in a value of 221.6 pg/ml. The initial value was reported outside of the laboratory and questioned by a physician since it did not match the patient's clinical picture. The sample was repeated, resulting in a value of 6.31 pg/ml on (B)(6) 2021. The physician deemed the repeat value to be correct. The estradiol reagent lot number was 503901. The reagent expiration date was requested, but not provided.